Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with deformity disease; and underwent open procedure at t11-t12, t12-l1, l1-l2, l3-l4, l4-l5 and l5-s1. Intra-op, cement hardened too fast and was no longer applicable. Then, another cement ('vertecam' from depuy) was opened and used. Only l5 screws were cemented with the alleged cement while the other screws were cemented with vertecam. Patient complications as a result of this event were unknown.